Manufacturer narrative:
One pump was returned for analysis in used condition. Service history review identified there was no indication the complaint was related to previous service of the device. Visual inspection found a moddled bubble found on the downstream occlusion (dso) seal. The unit failed with "cassette not attached properly" alarm, confirming the customer reported issue, and intermittent alarm code 46228 was observed. The investigation determined the dso sensor is faulty. The dso sensor and seal were replaced. The main board was replaced for error code 46228.

Event description:
It was reported that the cassette is not working. There was unknown patient involvement. Analysis of the device found a faulty downstream occlusion sensor and a faulty main board.